Manufacturer narrative:
It was reported that vacutainer was attached to j loop extension of IV after IV was properly inserted into patient's vein. First tube was successfully filled. Second tube was placed in vacutainer, once it was filled and removed the vacutainer proceeded to leak blood onto the patient and could not be stopped until the vacutainer was disconnected from the j loop. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the rubber stopper got caught and blood free flowed out onto the patient and nurse.